Event description:
Operating room staff report that, during a lap band procedure, while using the harmonic scalpel, it was noticed that the tip of the instrument was coming apart. The material covering one side of the jaw piece had come loose. Device is still intact, but piece looked as if it could fall into patient's abdomen at any time. Device removed from field, sequestered for reporting/evaluation purposes. New device of same type/model, but with a different lot number, used to finish procedure with no further issues noted. No injury to patient.